Event description:
In 2011 I got myself some breast implants. In 2015 I started to have stabbing pain in both breasts. Within a few months, my axial lymph nodes swelled to the size of golf balls and were so painful I could not keep my arms down by my side or wear shirts with sleeves. Within the next year, I started having frequent migraines, I was constantly exhausted and the inflammation throughout my body affected all of my joints. After numerous visits over the years with my primary care and obgyn informing them of these issues, I left with unanswered questions. I started my own research and found out about breast implant illness (bii) through an acquaintance that had gone through the same thing. I was shocked to find out that all of my symptoms were on this large list of side effects from breast implants. I recently learned that the FDA has now required black box warnings on their implants (which the patient will never see) and that they have a form describing all of the side effects that could come from breast implants, which is to be read by the patient prior to surgery and signed by both the patient and the surgeon. In (B)(6) 2022, I had my explant/enbloc. Within hours of waking up the pain I had all these years disappeared. Within two months of my explant, I had my labs drawn for comparison at my endocrinologist. My inflammatory markers had decreased by 70%. I had saline implants (the "safe ones"). What I didn't know is that the saline was inside of the silicone bag. I kept my implants and the oils from the silicone coat the outside of the shell. I can't image what was happening inside my body. We need to get insurance companies on board with covering expenses to have these implants removed from the people they are affecting. They will pay for multiple doctors¿ appointments and tests to see if they can find a problem when the answer is removing the implants. Enough is enough. FDA safety report ID #(B)(4).